Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a rotator cuff repair procedure, as the surgeon was trying to pass the tip of the multifire scorpion through the portion of delaminated cuff tissue, the tip of the ar-13995n multifire scorpion needle broke during passing. The surgeon did not notice the tip of the needle breaking until upon removing the scorpion device from the patient. There were multiple attempts to retrieve and recover the broken fragment by using grasping utensils, but the piece could not be located. The surgeon opened two ar-13995n needles prior to the start of the case (lot: 10284690 and lot: 10254170). The rep stated only one needle was used. The rep reported it cannot be confirmed what lot number was used in the procedure as both needles were discarded. After realizing that the tip of the ar-13995n broke, the surgeon decided to switch to another manufacturer's product to continue with the procedure. Post-opt x-rays were taken after the completion of the procedure and the images confirmed that the tip of the broken needle remains inside the patient. The rep confirmed as of now the surgeon does not plan on performing a revision procedure to remove the broken fragment. No unplanned incisions were made.